Event description:
Administered a quickvue rapid antigen test from quidel and got a positive result. Same-day (1 hour later) got the whole family tested for covid by pcr. All came back negative. FDA safety report ID # (B)(4).